Manufacturer narrative:
The device has not been returned to the account as of the date of this report. Attempts have been made to obtain the device from the account. This report will be updated when the device is received and an investigation is completed.

Event description:
It was reported that the housings opened during a surgery exposing the non-sterile battery to the sterile site. Add'l info has been requested from the account.